Event description:
Pt had original implants implanted at other facility approximately 35 years ago. She has been complaining of pain in her implants. As per patient, she states she had mammogram done and implant ruptured. MRI shows probable rupture of both implants. Her original surgeon is no longer practicing in pa and she presents today to the operating room for removal of ruptured implants. On (B)(6) 2016 CT of chest: abnormal appearance of left breast implant consistent with intracapsular rupture. Probable intracapsular rupture right breast implant. Surgical procedure: explantation of leaking r silicone saline breast implant. Explantation of leaking left silicone saline breast implant (complete disruption of saline and silicone compartments with just implant material being present in the pocket). Total left radical capsulectomy.